Manufacturer narrative:
Patient code: no code available - the device was removed and replaced. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen power-injectable PICC implanted in a hematology patient appeared to have a smear/stain on the inside of the lumen. Visually, the lumen appeared to be coated in a white/brown film. A culture, taken twice a week, was negative for bacteria. Photographs of the device show the lumen brown/dirty. As reported, the device was being utilized to deliver total parenteral nutrition (tpn). The patient was not adversely effected by this occurrence and the line was removed and replaced. To date, additional patient, event and device information has been requested from the customer but not provided.

Manufacturer narrative:
Device evaluation: the reported used device was returned to cook inc. For evaluation. Visual inspection verified the customer report of "stain" inside the lumen. A red discoloration was observed within the lumen of the purple hub and a brown substance was identified within the lumen of the white hub. Investigation: a document-based investigation reviewed the following: instructions for use, quality control specifications and manufacturing instructions. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A complaint history search was unable to be performed due to the lack of a lot number. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Conclusion: based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.